Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the device use was unknown. The philips service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of the system log file showed fse did not found any malfunction of the system. The fse performed the troubleshooting action and found that the software was corrupted. Fse installed new software. After software installation, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a boot loop issue with the azurion system. No harm was reported to philips. Philips has started an investigation of this complaint.